Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for hyperglycemia. The high blood glucose reading was more than 700 mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. The customer stated that the battery test failed, and he could give no more than 3.0 units at a time. No further information was provided.